Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple button alarms although nothing was pressing on the button. Additionally, it was reported that the wake button was no longer functioning to activate the pump screen. Reportedly, the customer was able to access the pump features by connecting the pump to a power source. The customer's blood glucose level was 121 mg/dl. Reportedly, the pump would continue to be used for insulin therapy.